Event description:
Account report this is a new product for them this year. States previously had the same problem that education of staff seemed to correct. Now states injection sites on the extensions are loosening even after tightening with twist motion. Some incidents of disconnection which allowed the pt to bleed significantly and pt. Lost total parenteral alimentation.